Event description:
The lay user/reporter contacted lifescan on february 22, 2009 and alleged that the patient's one touch ultra2 meter had a backlight issue. The medical surveillance specialist (mss) called and spoke with the patient's husband and obtained additional information. The husband informed the mss that the daughter who had initially called was out of the country for a month and she was the only one who knew what was going on with the meter. When inquired about what blood glucose results the patient was getting at the time of concern, he stated that they were in the "250s and 300s". However, it could not be confirmed that the patient had received those results at the time of experiencing the symptom. The alleged issue first started 2-3 weeks prior to the call to lifescan. It was also reported that the patient felt sweaty and not feeling well about 1-2 weeks after the product issue began. The patient had less food/drink as a result, but did not receive/require any medical treatment. At the time of troubleshooting, it was verified that this was not a new product. The patient was educated on how to use the backlight and the battery was replaced. However, the issue was not resolved and the backlight did not work. This complaint is being reported because the reporter claimed that the patient experienced symptom suggestive of hypoglycemia after the product issue began. It was reported that the patient had obtained high results on the meter, but it is not confirmed when those tests were obtained. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.